Event description:
The customer reported that the system would not x-ray. There was no pt injury or death reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The reported issue could not be duplicated. The system was then found to be operating as intended and put back into service. .